Manufacturer narrative:
Company rep evaluated the system and found that the server's (B)(4) file was empty. A backup disk with the (B)(4) file was assigned to the server channel and communication was reestablished.

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No pt injury was reported.